Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Patient presented to the clinic for a routine follow up. Device interrogation revealed high capture threshold. A lead dislodgement was suspected. Unable to reposition the lead, the lead was explanted.